Event description:
It was reported that catheter entrapment occurred. The target lesion being treated is located in the right proximal superficial femoral artery (sfa). A 2.0mm x 100mm x 150cm coyote¿ balloon catheter was selected and advanced over a non-bsc guide wire. The device was inflated 2 times at 8 atmospheres per inflation. When the ballooning was completed, it was noted that the wire could not be withdrawn from the balloon. The device was removed together with the wire as one unit. No patient complications were reported and the patients status was stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR:the device was not returned for evaluation. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors (B)(4).